Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The risk manager will not release the device. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that the facility contacted him regarding two events where the guide wire from the ar-1898s broke during use. He did not know the batch numbers, stating that the facility gave him two possibilities. He did not have dates of surgeries, believes one was this week (case (B)(4)) and one was last month (case (B)(4)). He states that in case (B)(4), the guide wire remained in the patient but when that was realized, they re-opened the patient to retrieve the wire. He states that in case (B)(4), it was removed prior to closing the patient. Additional information obtained (B)(6) 2018: risk manager has confirmed that this event (arthrex reference case (B)(4)) took place on (B)(6) 2018. Patient was in pacu when a post op x-ray was taken which showed the retained piece of the tibial guide pin. Patient had eaten post operatively at that point, requiring them to wait an additional 6 hours for surgical removal. Patient was admitted overnight. Patient then underwent successful removal of the guide pin to prevent any complications related to the retention of the guide pin.